Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor was suspended and not within acceptable range. The customer¿s blood glucose level was 136 mg/dl and sensor glucose was 45 mg/dl at the time of incident. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. It was reported that they had hyperglycemia or hypoglycemia. The sensor will not be returned for analysis.